Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Investigator's unable to download event history log for review. During investigation device was powered up and alarmed ec1260 which according to the investigation is a corruption of the memory of the circuit board. According to the investigation, the corrupted circuit board caused the reported problem. Service replaced the corrupted circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " alarms error-1260". It was reported that there was no patient involvement.